Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During their inspection, the sbc found the following: 1. ¿eyepiece damage¿. 2. ¿eyepiece ring wear, product name discoloration¿. 3) ¿light guide connection burnt light guide connector¿. The identified fault patterns are most likely attributable to the use of excessive force by the customer. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Event description:
Olympus (omsc) was informed that the customer autoclavable telescope has a damaged eyepiece defect. The customer reported problem was found at an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer reported problem, the eyepiece is damaged, the eyepiece funnel is broken in half. The inspection also found the model ring and yellow colored ring are discolored and worn. The investigation is in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.